Event description:
According to the reporter, during a procedure, on the liver tissue, the ligasure device was initially connected to the generator, but after 2 hours of the procedure, the seal was not being completed, even with the mandible being cleaned frequently. Sealing was inadequate/partial (with evidence of energy delivery and end tones heard). Switched to a generator, but the problem persisted. Due to the patient's bleeding, they replaced the forceps. Blood transfusion was not necessary, there was no medical/surgical intervention or reoperation done to patient to stop the bleeding, the patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding), and there was no re-grasp alert or other error that occurred. Tested the generator again, which showed error 306, and the forceps still did not seal properly. They replaced it with the generator and the seal was perfect again.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, on the liver tissue, the device was initially connected to the generator, but after two hours of the procedure, the seal was not completed, even with the mandible being cleaned frequently. Sealing was inadequate/partial (with evidence of energy delivery and end tones heard). Switched to another generator, but the problem persisted. Due to the patient's bleeding, the forceps were replaced. Tested the generator again, which showed error 306, and the forceps still did not seal properly. They replaced it with another generator and the seal was perfect again.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)); vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown); unknown ligasur, unknown ligasure instrument (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.